Event description:
It was reported that cardiac shadow enlargement was observed via x-ray 41 days after implant. Echography and a computerized tomography (CT) scan were conducted. Echography revealed a slight increase in pericardial effusion. It was noted that the patient¿s hemodynamics were not impacted. Although no clear findings were observed from the CT scan, perforation of the right atrial (ra) lead was considered as a possible cause. The patient was hospitalized. The patient experienced possible tamponade, and approximately 1,300 cubic centimeters (cc) was removed from the bloody pericardial effusion. A drain was inserted. It was noted that there was a finding of an increase in the dosage of coagulation the month prior. The patient was monitored, and there was no recurrence of retention. The patient was discharged from the hospital. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.